Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had difficult to remove the yellow safety cover from the balloon. It was further reported that the balloon was allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek otw pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2023.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had difficult to remove the yellow safety cover from the balloon. It was further reported that balloon was allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek otw pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation however the balloon sleeve was not returned. The outer was detached from the proximal bond, a 30mm outer section was also stretched commencing at the detachment point; the inner was stretched in the area of outer and balloon detachment, two kinks were also present in this area. The balloon was detached from the outer at the proximal bond. There was no evidence of inflation, the pleats and fold were intact. The result of the investigation is inconclusive for the reported difficulty to remove sleeve and balloon rupture issues. The definitive root cause could not be determined based upon available information. Labeling review: the instructions for use for the bantam alpha catheter was reviewed and contains the following information relevant to the reported event: indications: the bantam pta balloon catheters are intended for balloon dilatation of iliac, femoral, infra-popliteal, pedal and plantar arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Precautions: proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiry date: 02/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.